Event description:
(B)(4). Essure was covered by my insurance and presented as an affordable, non-invasive procedure. I have a bicornuate uterus or else I would have had an iud placed. After essure was placed, I experienced what I thought was normal bleeding caused by the procedure. I kept up my normal diet and exercise and after about two weeks, the bleeding stopped for about three days. Then I began to bleed again. The discharge this time, smelled of rotting fish and varied in color and consistency. I was given a round of antibiotics to treat a possible infection but the smelly discharge lasted for about three months. Some days I would only spot a little, other days I would be soaking pads every hour. I never experience a fever or other sign of infection, and my follow-up appointment was scheduled for mid-(B)(6), so I waited. The day before my follow-up appointment, the bleeding stopped. The radiology report came back normal, showing successful sterilization and correct placement of essure, and I thought that maybe everything would be alright. A week after my appointment, the bleeding started again. This time, it hasn't stopped. I started listening to my body and tracking my cycle. Every 30 days, I still get moody and my skin breaks out and I get a wave of fresh blood like a normal period. In between, I just bleed. No amount of nutritional change or exercise has any effect on the discharge. If anything, exercise increases the flow. My cervix still closes, mostly, every month and during these times, I get a few hours here and there of no bleeding followed by a gush of blood when I end up in the wrong position later in the day. I know what abnormal cycles feel like, and I am not just having an abnormal cycle, I am just bleeding a lot. I am always tired. I hate wearing a pad every day. I am embarrassed by the smell. It is so depressing to see blood every time I use the restroom. It can't be healthy to bleed every day. My doctor refuses to believe my problems are related to essure and has only tried giving me oral contraceptive to correct my cycle; spoiler alert, it didn't work. I am now considering a hysterectomy to make it stop.